Event description:
Information was received that this left ventricular (lv) epicardial lead was no longer capturing. This lead was replaced with the second lv lead already implanted. No adverse pt effects were reported.